Manufacturer narrative:
After investigation, corindus has repaired this unit during normal service activities.

Event description:
The customer reported that the power cable on one of the pivot points is starting to tear. Upon evaluation, it was determined that the arm was over-rotating and causing damage to the cable. No patient involvement was reported. However, failure of the arm to hold position has the potential to result in unintended motion of the interventional devices if used on a patient.